Event description:
Event description guidant received information that this implantable lead displayed oversensing which caused pacing inhibition for 3 seconds. An xray revealed that this lead was touching a competitor's lead causing the oversensing. The competitor's lead was explanted and the remaining lead was used for both rate/sense and tachy therapy.